Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us, but is similar to the lifestent 5f vascular stent system products that are cleared in the us. The 510 k number and pro code for the lifestent 5f vascular stent system products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Device pending return.

Event description:
It was reported that during a stent placement procedure via left groin, the stent allegedly did not fully unfold and foreshortened. It was further reported that passage with the balloon was not possible so that post dilation was impossible. Reportedly surgery was done to get the system out and treat the patient. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the lifestent 5f vascular stent system products that are cleared in the us. The 510 k number and pro code for the lifestent 5f vascular stent system products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the sample was returned for evaluation. The returned catheter sample was found with a clear and complete cut at the proximal end close to the grip which was considered a consequence of the reported issue. The system was found in fully activated condition, without break of a force transmitting component, and the stent was returned as a separate piece leading to the assumption that the issue was not related to a partial deployment. The released stent was found with minor deformation/ break of single struts potentially related to the surgery but without indication for an expansion issue. Provided images demonstrate the placed stent with poor resolution; a measurement tool which was part of the provided viewer was used to confirm stent foreshortening. The images could not confirm stent jumping nor removal failure. The investigation leads to confirmed result for stent foreshortening. The lesion was not pre dilated, the system was correctly secured and held at the stability sheath, and system compatible introducer and guidewire were used for access; the vessel was not tortuous but calcified with several slighter stenosis up and downstream. Based on the information available the investigation is closed as confirmed for stent foreshortening. However, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. Holding and handling of the system throughout deployment was found sufficiently described, in particular the instructions for use states: 'confirm that the introducer sheath is secure and will not move during deployment. Gently hold the stability sheath close to the introducer sheath and keep it stationary and under tension throughout deployment. Remove slack from the stent system held outside the patient. Caution: any slack in the stent system (outside the patient) could result in deploying the stent beyond the target site.', and 'hold the green stability sheath. Do not hold or touch the brown moving sheath.' The instructions for use further states: 'it is recommended to use the 80 cm working length device for ipsilateral procedures. The longer working length of the 135 cm device may potentially be challenging for the user to keep straight for ipsilateral procedures. Failure to keep the device straight may impede the optimal deployment of the implant.' In addition, the instructions for use states: 'if excessive force is felt during stent deployment, do not force the delivery system. Remove the delivery system and replace with a new unit.' Regarding pta the instructions for use state: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' Under required material the instructions for use state: '5f (1.67 mm) or larger introducer sheath. 0.014 inch (0.36 mm) - 0.035 inch (0.89 mm) diameter guidewire'. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure via left groin, the stent allegedly did not fully unfold and foreshortened. It was further reported that passage with the balloon was not possible so that post dilation was impossible. Reportedly surgery was done to get the system out and treat the patient. The current status of the patient was unknown.

Manufacturer narrative:
H10: additional information was received and the file was reassessed for reportability and determined to be reportable as serious injury. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the lifestent 5f vascular stent system products that are cleared in the us. The 510 k number and pro code for the lifestent 5f vascular stent system products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos and images were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 09/2024), g3. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure via left groin, the stent allegedly did not fully unfold and foreshortened. It was further reported that passage with the balloon was not possible so that post dilation was impossible. Reportedly surgery was done to get the system out and treat the patient. The current status of the patient was unknown.